Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced adhesive issues event on (B)(6) 2026. Infusion set fell off during use. The insertion site was abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.